Manufacturer narrative:
Complaint evaluation testing was performed from the sample returned. Upon completion of the investigation, the reported incident of ¿pull through did not worked. Needle blocked / pushed back¿ was confirmed based on the failure mode of CT did not unsheathe. Analysis performed revealed that the device encountered the following failure modes: 1) needle broken. The needle was found with a broken needle proximal to the spool. The break interface is found to match, and there are no missing fragments to report. The root cause of this failure mode is bone strike. 2) needle bent. The distal needle tip was found bent. The root cause of this failure mode is bone strike. 3) CT did not unsheathe. The root cause of this failure mode is bone strike. It is not possible to determine if the cause of the bone strike was ¿device position/user related¿ or ¿patient anatomy¿. Neotract, inc. Will continue to monitor and trend for reports of this nature.

Event description:
On march 04, 2025, neotract has been made aware that ¿the pull-through did not work and the needle was blocked/pushed back. The patient's current condition was reported as fine." Additional information received on march 10, 2025, indicated that ¿the procedure took place on (B)(6) 2025, and was completed without any reported adverse events¿. On april 10, 2025, the investigation of the returned device found the needle to be broken. The needle was observed to be fractured proximally to the spool. The fracture surfaces were found to match, and no missing fragments were identified.